Event description:
On 09/05/97 it was reported to respironics that a plv 100 ventilator failed to audibly alarm. No add'l info was provided. The initial rptr was contacted by phone. He stated that the device was being used by a pt at the time of the reported malfunction, and that no injury occurred. The pt was being cared for in a long term facility. He was unable to provide any add'l info.